Event description:
It was reported the programmer will not download software from a usb (universal serial bus). Usb port not making a good connection with usb. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer was unable to download software with usb due to a damaged usb connector. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.